Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device, migration of essure device location of device: right tube unable to locate/right essure coil unable to locate') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, kidney stone and gerd. Urine pregnancy test today was negative. Unable to determine if in-situ. The right device was not identified. No other obvious adnexal cysts or masses seen. Previously administered products included for an unreported indication: depo provera and mirena iud. Concurrent conditions included cholecystectomy since 2012, low back pain, diverticulitis, abdominal pain, copd, fatigue, asthma and sciatica. Concomitant products included butalbital; caffeine;paracetamol (fioricet) since 2013, hydrocodone; paracetamol (acetaminophen; hydrocodone), ibuprofen from 2012 to 2013, medroxyprogesterone acetate (depo-provera) since 2013, metoclopramide (reglan), omeprazole since (B)(6) 2012, paracetamol (acetaminofen) since 2013, pethidine hydrochloride (demerol) since 2012 and salbutamol (albuterol) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("lower back area pain"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric condition: depression"). In (B)(6) 2013, the patient experienced anxiety ("mental anguish/psychological or psychiatric condition: anxiety"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal)/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, back pain, abdominal pain, hypersensitivity, menstrual disorder, urinary tract infection, depression, anxiety, fatigue, migraine, headache, gastrointestinal disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Plaintiff received treatment for pain, other injuries/symptoms, bladder or urinary problems, migration. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: indication: pelvic pain/check essure placement. Results: anteverted uterus, appears normal in size. Outline and echotexture. The endometrium appears smooth along its length. The left ovary is not identified with certainty. The right ovary contains a 2.5cm dominant follicle. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. In (B)(6) 2013: results: occlusion device is in appropriate position with bilateral tubal occlusion confirmed.. Ultrasound scan vagina - in 2013: results: ER felt this was diverticulitis. She thinks it is the essure that is causing her pain and wants it evaluated. Diagnosis: essure, abdominal pain, pelvic pain, amenorrhea.; on (B)(6) 2013: results: unable to visualize essure devices transvaginally. Seen transabdominally in the left adnexa was a 1.8cm echogenic line left essure. Unable to determine if in-situ. The right device is not identified. No other obvious adnexal cysts or masses seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: menorrhagia, abnormal bleeding (vaginal). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device,migration of essure device location of device: right tube unable to locate/right essure coil unable to locate') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, kidney stone and gerd. Urine pregnancy test today was negative.unable to determine if in-situ. The right device was not identified.no other obvious adnexal cysts or masses seen. Previously administered products included for an unreported indication: depo provera and mirena iud. Concurrent conditions included cholecystectomy since 2012, low back pain, diverticulitis, abdominal pain, copd, fatigue, asthma and sciatica. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since 2013, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from 2012 to 2013, medroxyprogesterone acetate (depo-provera) since 2013, metoclopramide (reglan), omeprazole since (B)(6) 2012, paracetamol (acetaminofen) since 2013, pethidine hydrochloride (demerol) since 2012 and salbutamol (albuterol) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("lower back area pain"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric condition: depression"). In (B)(6) 2013, the patient experienced anxiety ("mental anguish/psychological or psychiatric condition: anxiety"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal)/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, back pain, abdominal pain, hypersensitivity, menstrual disorder, urinary tract infection, depression, anxiety, fatigue, migraine, headache, gastrointestinal disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2013. Plaintiff received treatment for pain, other injuries/symptoms, bladder or urinary problems, migration. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: indication: pelvic pain/check essure placement. Results: anteverted uterus, appears normal in size. Outline and echotexture. The endometrium appears smooth along its length. The left ovary is not identified with certainty. The right ovary contains a 2.5cm dominant follicle.. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.; in (B)(6) 2013: results: occlusion device is in appropriate position with bilateral tubal occlusion confirmed. Ultrasound scan vagina - in 2013: results: ER felt this was diverticulitis. She thinks it is the essure that is causing her pain and wants it evaluated. Diagnosis: essure, abdominal pain, pelvic pain, amenorrhea.; on (B)(6) 2013: results: unable to visualize essure devices transvaginally. Seen transabdominally in the left adnexa was a 1.8cm echogenic line left essure. Unable to determine if in-situ. The right device is not identified. No other obvious adnexal cysts or masses seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device,migration of essure device location of device: right tube unable to locate/right essure coil unable to locate') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, kidney stone and gerd. Urine pregnancy test today was negative.unable to determine if in-situ. The right device was not identified.no other obvious adnexal cysts or masses seen. Previously administered products included for an unreported indication: depo provera and mirena iud. Concurrent conditions included cholecystectomy since 2012, low back pain, diverticulitis, abdominal pain, copd, fatigue, asthma and sciatica. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since 2013, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from 2012 to 2013, medroxyprogesterone acetate (depo-provera) since 2013, metoclopramide (reglan), omeprazole since (B)(6) 2012, paracetamol (acetaminofen) since 2013, pethidine hydrochloride (demerol) since 2012 and salbutamol (albuterol) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("lower back area pain"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric condition: depression"). In (B)(6) 2013, the patient experienced anxiety ("mental anguish/psychological or psychiatric condition: anxiety"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal)/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), migraine ("migraine"), headache ("headaches") and gastrointestinal disorder ("gi conditions"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, back pain, abdominal pain, hypersensitivity, menstrual disorder, urinary tract infection, depression, anxiety, fatigue, migraine, headache and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, fatigue, gastrointestinal disorder, headache, hypersensitivity, menstrual disorder, migraine and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Plaintiff received treatment for pain, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: indication: pelvic pain/check essure placement. Results: anteverted uterus, appears normal in size. Outline and echotexture. The endometrium appears smooth along its length. The left ovary is not identified with certainty. The right ovary contains a 2.5cm dominant follicle.. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.; in (B)(6) 2013: results: occlusion device is in appropriate position with bilateral tubal occlusion confirmed. Ultrasound scan vagina - in 2013: results: ER felt this was diverticulitis. She thinks it is the essure that is causing her pain and wants it evaluated. Diagnosis: essure, abdominal pain, pelvic pain, amenorrhea.; on (B)(6) 2013: results: unable to visualize essure devices transvaginally. Seen transabdominally in the left adnexa was a 1.8cm echogenic line left essure. Unable to determine if in-situ. The right device is not identified. No other obvious adnexal cysts or masses seen. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : abdominal pain, migraine, headaches, gi conditions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device,migration of essure device location of device: right tube unable to locate/right essure coil unable to locate") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, kidney stone and gerd. Urine pregnancy test today was negative. Unable to determine if in-situ. The right device was not identified. No other obvious adnexal cysts or masses seen. Previously administered products included for an unreported indication: depo provera and mirena iud. Concurrent conditions included cholecystectomy since 2012, low back pain, diverticulitis, abdominal pain, copd, fatigue, asthma and sciatica. Concomitant products included butalbital; caffeine;paracetamol (fioricet) since 2013, ibuprofen from 2012 to 2013, medroxyprogesterone acetate (depo-provera) since 2013, metoclopramide (reglan), paracetamol (acetaminophen) since 2013, pethidine hydrochloride (demerol) since 2012 and hydrocodon with acetaminophen. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain ("lower back area pain"). In (B)(6) 2013, the patient experienced anxiety ("mental anguish/psychological or psychiatric condition: anxiety"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric condition: depression"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, 1 year 9 months after insertion of essure. In 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)/infection (bladder/urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, urinary tract infection, depression, anxiety, back pain and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, fatigue, hypersensitivity, menstrual disorder and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: indication: pelvic pain/check essure placement. Results: anteverted uterus, appears normal in size. Outline and echotexture. The endometrium appears smooth along its length. The left ovary is not identified with certainty. The right ovary contains a 2.5cm dominant follicle. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.; in (B)(6) 2013: results: occlusion device is in appropriate position with bilateral tubal occlusion confirmed.. Ultrasound scan vagina - on (B)(6) 2013: results: unable to visualize essure devices transvaginally. Seen transabdominally in the left adnexa was a 1.8cm echogenic line left essure. Unable to determine if in-situ. The right device is not identified. No other obvious adnexal cysts or masses seen.; in 2013: results: ER felt this was diverticulitis. She thinks it is the essure that is causing her pain and wants it evaluated. Diagnosis: essure, abdominal pain, pelvic pain, amenorrhea.. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received. New events low back pain and fatigue were added. Concomitant medications were added. Furthermore, while processing this follow-up, it was discovered that case (B)(4) should have been considered as a follow-up from this case. Therefore information and references from deleted duplicate case were transferred. Reporter's information was updated and a new reporter was added, and essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.